Event description:
Caller reported a cartridge alarm that did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump after confirming cartridge alarms with consecutive cartridges. They provided instructions for storage mode and return shipping, which the caller acknowledged. The customer will use multiple daily injections as backup therapy while awaiting the replacement pump.